Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation. Pre-dilatation was performed with an inoue 20mm balloon. The navitor was implanted successfully at a depth of 3mm on non and left coronary cusps. After implant, mild-moderate transvalvular regurgitation was observed. The cause was unknown. No under expansion was reported. Post dilatation was performed with an inoue 22mm balloon. The post dilatation did not resolve the issue so a 23mm sapien valve was implanted valve in valve. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. An event of central regurgitation and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported central regurgitation and aortic regurgitation could not be conclusively determined. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.